Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failures were gear clamps to the manifold causing a loose hose and the poppet to the solenoid having foreign substance.